Event description:
A malfunction was reported, characterized by malfunction code 16, and it was confirmed that there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the level. The pump was under warranty, and customer service arranged for a replacement while advising the customer on how to store and return the problematic pump using a pre-paid label. The customer planned to use multiple daily injections as a backup therapy method to ensure continued insulin delivery.